Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (incoming testing failure) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged u728 components on the distribution node pca. The cause of the failure was isolated to conductive gel from the therapy electrodes that ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt failed incoming functional testing.